Event description:
A cryoablation procedure was performed on (B)(6) 2013. Four days post procedure, the patient complained of nausea and distended belly. Patient update received (B)(6) 2013 indicated that the patient was re-admitted with gastroparesis and a nasogastric tube is in place. Endoscopy was performed (B)(6) 2013 as well as an intervention to help encourage forward movement of the stomach contents. Patient was discharged home (B)(6) 2013 and as per the physician was significantly improved. Patient received an additional intervention: botox injection into the pyloric sphincter.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Neither bin files nor failure files showed any system notices on (B)(6) 2013. Bin files showed that at least 15 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.